Event description:
The customer reported the c-arm was displaying a collimator iris error everytime the system was booted up. The message can be cleared, and the system then operates properly. There was no pt injury reported.